Manufacturer narrative:
It was reported to abbott the right supra-orbital lead had been cut accidently during a previous implant surgery on (B)(6) 2020 and remained implanted. Effective therapy was achieved following the procedure with only the left supra-orbital lead and the right occipital lead. All information pertaining to this event has been reviewed, issue was not product related, and no further action is required at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a replacement procedure on (B)(6) 2020, the physician accidentally cut one of the implanted leads.